Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel locking mechanism on mayfield modified skull clamp (a1059) does not lock and unlock smoothly. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned device showed that the unit received was in need of preventive maintenance to replace worn parts on unit. General maintenance and cleaning, repair and replacement of worn parts were performed. Root cause analysis: the reported complaint was confirmed from the evaluation. Evaluation showed that the unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse. Trends identified. This will be monitored and trended going forward.